Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the higher rate of unexpected reactive results observed with the us-ivd version of the cobas® taqscreen mpx v2.0 assay is consistent with the expected performance differences between the ce-ivd and us-ivd versions, as outlined in the product documentation. The us-ivd version reflects the FDA-approved configuration, which includes slight differences in the test definition file (tdf) that may result in a marginally higher false positive rate. A review of the instructions for use (IFU) for both versions confirmed that the observed differences in pool specificity are not statistically significant. Additionally, an investigation into the specific lot (g20933) used by the customer did not identify any issues with the reagents. No trends or batch-related anomalies were identified for this lot. Wash buffer information was not available for review. The customer¿s allegation of a higher false positive rate with the us-ivd version was substantiated. No harm or adverse outcomes were reported as a result of the questioned results.

Event description:
The initial reporter alleged discrepant hepatitis c virus (hcv) results while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. On (B)(6) 2021, a pool of 16 samples generated a reactive result for hcv with a cycle threshold (CT) value of 46.5. On (B)(6) 2021, resolution testing was performed, and all individual samples from the pool gave non-reactive results, which aligned with negative serology results. On the same day, during a different run, another reactive result for hcv was obtained (sample sk24, position 6, CT 49.7), but serology for this sample was also negative. The customer reported that prior to switching from the ce-ivd version to the us-ivd version of the assay on (B)(6) 2021, such results were observed sporadically. However, since the migration, they experienced four cases of unexpected reactive results. Specific data from may was not available. On (b)6) -2021, the customer reported a reactive result for hiv (pp6, CT 47.1). Resolution testing for this result was invalidated due to an unexpected signal for hepatitis b virus (hbv) in the negative control (CT 42.3). The customer noted that the negative control is handled separately from positive controls and that no recent hbv-positive samples were processed. Review of the growth curves indicated no sigmoidal patterns. The questioned reactive results did not lead to any organ donation rejections, and no harm was alleged.